Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that an alliance ii integrated inflation system was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician had difficulty maintaining inflation pressures, and inflating the balloon to the second and third sizes. The gauge was reading inaccurately and the physician could not identify the pressure. The procedure was completed with another alliance ii integrated inflation system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).